Event description:
It was reported that the pump touchscreen would react to touch inputs in unintended ways, resulting in wrong commands being triggered. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.